Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user did not show any automatic responses. Reportedly an x-ray image shows that the electrode array had fully migrated out of the cochlea and the implant stimulator also appears to have migrated anteriorly and superiorly. A revision surgery is scheduled for (B)(6) 2022.

Manufacturer narrative:
Conclusion: according to information received the active electrode migrated post-operatively out of cochlea as confirmed by diagnostic imaging. Reportedly a full insertion was achieved at implantation surgery. Additionally, the implant housing migrated from its intended position. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The user did not show any autoart responses. Reportedly an x-ray image shows that the electrode array had fully migrated out of the cochlea and the implant stimulator also appears to have migrated anteriorly and superiorly. A re-insertion surgery was successfully performed.